Manufacturer narrative:
The field service engineer rebooted the device and performed testing. The device passed all tests and was returned to service. As the problem was discovered while the system was not in use, during review of the system log, and with evidence that an error message was displayed to the user, the issue prevents use of the device until resolved. The investigation showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
On (B)(4) 2016, a spacelabs field service engineer discovered evidence of an error message in the arkon logs that indicated the device went into a failed state on (B)(6) 2016. (Arkon sw version 2.61) the unit was not in patient use and no injury was reported.